Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that balloon inflation failed occurred. A 2.50x20mm promus premier¿ stent was selected and prepared to treat the lesion. However, during prep, the balloon failed to inflate. The procedure was completed with another 2.50x20mm promus premier¿ stent . No patient complications were reported and the patient's status was fine. However, returned device analysis revealed wire lumen bicomponent break and stent dislodgement. It further reported that the 2.50x20mm promus premier¿ stent slid off the stent delivery system during preparation.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The tip was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. The stent of the device was detached from the delivery system and was not received for analysis. The profile of the balloon cone and wings were reviewed and no issues were noted with their profile that could have contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Crimp marks were visible on the balloon material indicating the device was crimped in the correct location during manufacturing. The bi-component bond was broken and it was noted that 0.2mm of distal inner remained on the proximal inner indicating the device was bonded during manufacturing. The devices inner was also stretched. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).